Manufacturer narrative:
G4 PMA/510k ¿ corrected. B5 executive summary - updated. D1 product long description, gim search results, catalog # - updated. D4 lot # - updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned with an unknown microcatheter. The stent was returned having been ¿detached from the pad¿. The stent was slightly deformed with frayed edges. The stent delivery wire (sdw) was returned inside the microcatheter. On removal the sdw was inspected, and the distal coil was wavy. The sdw proximal coil was stretched. The stent introducer sheath tip was inspected, and no anomaly was noted. A functional inspection could not be performed as the stent was returned having been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was maintained. The anatomy was reported to be a pretty straight anatomy. The issue happened during the push and pull phases while deploying the device. In the physician¿s opinion, the cause of the reported issue was a device malfunction. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. There was no resistance encountered during navigation of the flow diverter device to the target lesion, but the deployment was not straightforward. The physician was not able to deliver the flow diverter device to the target lesion. There was not a high % stenosis proximal to the stent. Product analysis found the device was returned with an unknown microcatheter. The stent was returned having been ¿detached from the pad¿ as per the event description. The stent was slightly deformed with frayed edges. The sdw was returned inside the microcatheter and on removal the distal coil was found to be wavy and the sdw proximal coil was stretched which indicates the sdw most likely encountered a force during the push and pull phases. There was no anomaly with the stent introducer sheath. In the case of this complaint, the surpass evolve device was used with an unknown microcatheter. Therefore, it is most probable the use of the incompatible microcatheter contributed to the stent becoming detached from the sdw. An assignable cause of ¿user error¿ will be assigned to the reported events ¿stent deployed prematurely during use¿ and 'stent friction' and analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿sdw deformed¿ as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure in a low tortuosity carotid syphon, the subject flow diverter stent detached from the pad loosing its connection with the pusher wire. The subject device was re-captured through the microcatheter and removed from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received 17 sep 2024 stated that there was friction/resistance encountered during the subject stent deployment

Event description:
It was reported that during the procedure in a low tortuosity carotid syphon, the subject flow diverter stent detached from the pad loosing its connection with the pusher wire. The subject device was re-captured through the microcatheter and removed from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.